Manufacturer narrative:
Medical safety review stated that the reported event of ¿death¿ is unassessable due to incomplete information. Additional follow up attempts has been done. If additional information is obtained, medical safety will be reassessed. If no additional information is obtained, medical safety recommends no further action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with discitis infection at the l3/4 for two level olif. It was reported that cement passed through device however, multiple times the cement did not travel down shank of screw to vertebral body for surgeon desired placement. Cement came back up through the tulip head of pedicle screw and dorsal soft tissue of patient. Two of these tips disconnected from the cement delivery guide (6550041) within the tulip head and were encased in cement. Fns tip 6550202 did not contain cement upon implantation and disconnected from cement delivery guide (6550041) that are contained wi thin this set and require inspection. Patient death occurred during procedure. Cause of death still undetermined. Patient was pronounced deceased in the operating room in traoperatively. It was also reported that the cement delivery device leaked cement into tulip head. The leaked cement into the tulip appeared to be not dangerous to the patient. Patient death was reported, however, no information regarding cause and circumstances of death was reported.   There were no further complications reported regarding the event.

Manufacturer narrative:
H1: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunction. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from manufacturer representative that the facility finished their investigation and concluded that the cause of death was in no way related to mdt implants. All the reported products will be returned.